Event description:
A customer reported that their x2 device had a scratched screen. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.